Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2013 and 5076-52 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the high voltage right ventricular (rv) lead displayed low rv defibrillation coil impedance. The low voltage rv lead exhibited non-physiologic noise and short v-v events. Both leads remain in use. No patient complications have been reported as a result of this event.